Event description:
It was reported that the subject device while being used with a ureteroscope, suddenly disconnected from the computer host and displayed a color bar screen. The computer was restarted, the image was restored, however, per the reporter suddenly, the image disappeared again and the screen displayed color bars. The issue occurred at preparation for use/prior to sedation for a therapeutic ureteroscopy ureteral laser lithotripsy for stone removal procedure. The subject device (camera head) was replaced, and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final the device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the reported issue could not be determined. Based on the investigation's results, the repair department confirmed that a cable failure had occurred in the actual product. Therefore, it was likely that the cable failure may have caused the unstable image. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 address: full name of customer facility/hospital name (B)(6). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device while being used with a ureteroscope, suddenly disconnected from the computer host and displayed a color bar screen. The computer was restarted, the image was restored, however, per the reporter suddenly, the image disappeared again and the screen displayed color bars. The issue occurred at preparation for use/prior to sedation for a therapeutic ureteroscopy ureteral laser lithotripsy for stone removal procedure. The subject device (camera head) was replaced, and the intended procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.